Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the lens was exchanged due to a mechanical dislocation. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. One haptic is broken and the optic is torn/split. Blood and solution are dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the report of "mechanical dislocation." No further information was provided as to the nature of the complaint. The observed lens damage is most likely related to customer handling. (B)(4).